Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during a cataract extraction with an intraocular lens (iol) implant procedure, the lens was stuck in the cartridge. As per document there was patient contact and procedure was completed. Additional information was received stating doctor went to insert and the lens was stuck in cartridge. They used the back up lens with zero complications.

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be observed. The lens was not returned. The device was returned loose in the carton. The lock-out assembly has been removed. The plunger is oriented correctly. The plunger has been fully advanced outside the tip of the device. Viscoelastic is dried in the device. Nozzle tip and plunger tip are crushed & bent. The product investigation could not identify the root cause for the reported complaint "lens was stuck in the cartridge" as the lens was not returned. Due to this, we are unable to confirm the lens and the haptic position for advancement and determine a root cause. The manufacturer internal reference number is: (B)(4).